Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.

Event description:
A trained physician reported that during an unknown procedure in a left femoral stick found the pt experienced a pseudo aneurysm. No additional info available.